Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Concomitant medical products: device UDI since it is unknown which of the reported devices is alleged against the catheter breakage, both devices will be included in this report with device udis as follows: lot/serial: 17812156, UDI: (B)(4). Lot/serial: 17844741, UDI: (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a ruptured proximal aortic neck. An attempt was made to implant a gore® excluder® aaa endoprosthesis, aortic extender component (either pla320400j/17812156 or pla320400j/17844741) to seal the ruptured site. While a delivery catheter was being advanced through an existing endo-conduit device in the left common iliac artery, strong resistance was met. The physician elected to withdraw the delivery catheter, but strong resistance was met again, and its leading end was detached from the catheter body and remained inside the endo-conduit device. The physician aborted to continue endovascular repair of the aortic rupture and elected to convert it to the open repair. The patient later expired due to the aortic rupture.